Event description:
It was reported that the right ventricular (rv) and the right atrial (ra) leads were "broken". The rv and ra leads were partially removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 4968-35, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2014. Product ID: e2dr01aa, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2014. (B)(4).